Event description:
Customer alleges the concentrator alarms and runs hot. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model irc5po2v, serial number/date code (B)(4) is approximately 4 months old. The owner's manual part number 1143482 rev e (nov-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the concentrator was unboxed at the consumer's home and it started to alarm right out of the box then stopped. The consumer called the dealer about 1/2 hour later as the unit was alarming again and was hot to the touch. The dealer switched out the unit immediately. An RMA has been issued and the unit is to be returned to invacare for an inspection and evaluation. No injury alleged.